Event description:
It was reported to philips that the system displayed a "memory card full¿ error. No harm to the patient or user was reported. Philips has started an investigation of this complaint.